Event description:
It was reported that on (B)(6) 2006: patient presented stating he strained his back while moving objects. The pain was in his lower back and radiates down the left leg. MRI shows broad based disc bulge and herniation at l4-5 with impingement upon the exiting left sided l5 root. There is also degenerative disc disease throughout the lumbar spine and there is a reversal of normal lordosis in the upper lumbar spine. Impression: lumbar spondylosis; radiculopathy. (B)(6) 2006: patient presented with severe back pain following esis. Assessment: lumbago. (B)(6) 2006: patient presented with pain radiating down his left leg but also notes bilateral low back pain. (B)(6) 2006: patient presented with lower back pain. Assessment: lumbago. (B)(6) 2006: patient presented with right l4 and left l5 hnp. Assessment: lumbago. (B)(6) 2006: patient presented with right l4 and left l5 hnp. Assessment: lumbago. (B)(6) 2006: patient reported waking up with hardly any pain. (B)(6) 2006: patient presented with severe lower back pain with continued pain in lower extremities. Assessment: lumbago. (B)(6) 2006: patient underwent esi procedure. (B)(6) 2006: patient presented with severe lower back pain radiating to right buttock, left knee. Patient also reports muscle spasms on the right side. (B)(6) 2006: patient presented with pain down the buttock, thigh and leg on the left side. MRI from (B)(6) 2006 notes a left sided l4-5 disc herniation impinging upon the neural elements. Impression: lumbosacral radiculopathy secondary to an l4-5 disc herniation on the left (B)(6) 2006: radiographic examination of the lumbar spine was performed which showed: degenerative changes with probable transition vertebral body near the lumbosacral junction and multiple schmorl's nodes. (B)(6) 2006: patient underwent a left sided l4-5 microdescectomy. Procedure was completed using a minimally invasive technique and patient was discharged home the same day. (B)(6) 2006: MRI of the lumbar spine was taken which shows: post op changes related to left hemilaminotomy and microdiskectomy at l4-5 with enhancing granulation tissue at the operative site, extending into the left anterolateral epidural space; left paracentral disk protrusion at l4-5 is either recurrent or residual, resulting impingement on the left l5 nerve root which demonstrates associated inflammatory changes, correlate with left l5 radiculopathy; right foraminal zone disk protrusion at l3-4 with a foraminal zone annular tear in this area with abutment of the right exiting l3 nerve root, correlation with right l3 radiculopathy is recommended. (B)(6) 2006: patient presented with excruciating pain down the left leg. MRI shows a recurrent disc at l4-5 with impingement upon the exiting nerve root. Patient exam shows some numbness in the l4 and l5 distribution on the left. (B)(6) 2006: patient underwent a redo left sided l4-5 microdiscectomy. (B)(6) 2007: patient presented with only occasional twinges and pain in the left buttock area. (B)(6) 2007: patient presented with escalating pain down the posterior aspects of his left leg with some weakness with dorsi flexion. Patient also reports a marked increase in his back pain. Patient has some mild weakness with dorsiflexion and plantar flexion, but also with hip flexion and knee extension that appear to be related to pain on the left side. Sensation is diminished in an l5 and s1 distribution and his reflexes are absent in the left achilles tendon. MRI taken (B)(6) 2007 shows no recurrent disc herniation at l4-5 at the site of this prior surgery, but there is residual foraminal stenosis present. Impression: pain from formation of scar tissue at site of surgery. (B)(6) 2007: patient presented with left leg pain that starts at hip and radiates to left foot. Assessment: herniated disc l4-5; lumbar radiculopathy. (B)(6) 2007: patient presented with left leg pain that emanates more from the left hip. Patient states he no longer has pain in his back or radiating into the buttock area. Emg nerve conduction study shows no evidence of left sided lumbosacral radiculopathy. (B)(6) 2007: patient presented with constant sharp pain to left hip. Assessment: herniated disc l4-5; lumbar radiculopathy. (B)(6) 2007: patient presented with numbness as well as pain down the left leg, but also pain across the low back and now into the right posterior buttock and thigh that is aching and radiating in quality. There is diminished tenderness to palpation over the lumbosacral area on the left, but more on the right. Impression: left hip bursitis, left lumbosacral radiculopathy and right sided pain of unclear etiology. (B)(6) 2007: patient presented with constant sharp lower back and ble pain. Assessment: herniated disc l4-5; lumbar radiculopathy. (B)(6) 2007: patient presented with constant aching lower back pain. Assessment: herniated disc l4-5; lumbar radiculopathy. (B)(6) 2007: patient presented with lower back pain and lle numbness and pain. Assessment: lumbago; herniated disc. (B)(6) 2007: patient presented with low back pain. Assessment: lumbago. (B)(6) 2007: patient presented with low back pain. Assessment: lumbago. (B)(6) 2007: patient presented with his symptoms having markedly improved since steroid injections. MRI from (B)(6) 2007, notes l4-5 left sided defect at the site of his discectomy, there is a small loculated fluid collection around the facet, and no significant neural impingement. Impression: patient is doing well from lumbar spinal standpoint and is improving in his pain. (B)(6) 2007: patient presented with low back pain. Assessment: lumbago. (B)(6) 2007: patient presented with low back pain. Assessment: lumbago. (B)(6) 2007: patient presented with lower back pain and lle numbness and pain. Assessment: lumbago. (B)(6) 2007: patient presented with continued lle numbness in a line from lumbar spine to posterior knee and pain continuing on that line from knee to foot and numbness in toes. Patient also reports incidence of muscle spasms, unable to sit normally, needs to shift weight right and off left side. Assessment: lumbago. (B)(6) 2007: patient presented with constant aching pain to posterior neck and bilateral shoulders and constant sharp pain to lower back and left leg. Assessment: herniated disc l4-5; lumbar radiculopathy. (B)(6) 2007: patient presented with pain down the posterior aspect of his left leg. Exam finds slight dorsiflexion weakness on the left with numbness in l5 distribution. Impression: recurrence of his pain and having failed two prior surgeries. (B)(6) 2007: patient presented with constant sharp and aching pain to lower back and left leg. Assessment: herniated disc l4-5; lumbar radiculopathy. (B)(6) 2007: patient underwent an unspecified lumbar discectomy and fusion surgery. (B)(6) 2007: patient presented for MRI of the lumbar spine which found: distortion of the thecal sac secondary to scar formation following left l5 hemilaminotomy and microdiscectomy; l3-4, there is a disc bulge that is asymmetric to the right with tear in the annulus fibrosis. (B)(6) 2007: patient presented with excruciating leg greater than back pain on the left side. Exam found slight weakness in the l5 distribution on the left and diminished sensation in l5 distribution on the left. MRI from (B)(6) 2007 shows residual stenosis and disc bulging, although improved from his prior pre op study. Impression: radicular pain from residual l4-5 stenosis on the left. Surgery scheduled (B)(6) 2007. (B)(6) 2007: patient presented with left lower back pain. Assessment: lumbar radiculopathy; herniated disc l4-5. (B)(6) 2007: patient presented with occasional spasms down his leg. His back is still sore from surgery. (B)(6) 2007: ap view of the lumbar spine was taken. Impression: 1. Lumbar vertebral end plate abnormalities suggestive of schmorl's nodes, old trauma, or scheuermann's kyphosis; 2.status post fusion of l5-s1 in standard alignment. (B)(6) 2007: patient presented with constant sharp lower back pain. Assessment: herniated disc l4-5; lower back pain. (B)(6) 2007: patient presented with lower back pain. (B)(6) 2007: patient presented 8 weeks status post lumbar fusion l4-5 with complaint of continued pain around incision site. Patient has no pain, but continue getting warming sensation down left lower extremity. Assessment: herniated disc. (B)(6) 2007: patient presented with lower back and leg pain. Assessment: lower back pain; back muscle spasm. (B)(6) 2007: x-rays of the chest which found there is mild wedging of one of the mid dorsal vertebrae, probably t7 and minor degenerative endplate changes are noted at the t6-7 and t7-8 levels. (B)(6) 2007: patient presented with back pain. Assessment: lumbago. (B)(6) 2008: patient presented with low back pain and herniated disc. Assessment: lower back pain; herniated disc. (B)(6) 2008: patient presented with low back pain. Assessment: lumbar radiculopathy.(B)(6) 2008: patient presented with low back pain with radiation down the lateral and posterior aspects of his left buttock and thigh. (B)(6) 2008: views of the cervical spine showed minor degenerative endplate change anteriorly at the bottom of c5 and non-specific n arrowing of the c4-5 disc. Patient also reported fluid in the mastoids. Assessment: cervicalgia; mastoiditis; lower back pain. (B)(6) 2008: patient presented with fluid in the mastoids. Assessment: vertigo. (B)(6) 2008: patient presented following MRI for headaches, which noted fluid in the mastoid. Patient also reported back pain and left leg radiating pain/numbness. Assessment: herniated intervertebral disc. (B)(6) 2008: patient presented with back pain. (B)(6) 2008: CT of the lumbosacral spine was taken which showed: a small amount of bone graft material extending into the left paracentral location at l4-5 which flattens the thecal sac; the right l5 pedicular screw breaches the inferior medial margin of the pedicle with the adjacent exiting right l5 nerve noted in close proximity; there are multi-level degenerative changes of schmorl's nodes at the superior endplate of t12-l3, there is a broad based disc bulge with focal right lateral protrusion at l3-4, the protrusion approaches the exiting l3 nerve root, however, there is a preserved cuff of fat, there is facet arthropathy bilaterally at this level, which in combination with the disc bulge causes mild central canal stenosis. (B)(6) 2008: patient presented with return of significant pain and development of radicular pain into the lle including numbness into the upper left thigh. Assessment: lower back pain; lumbar radiculopathy. (B)(6) 2008: patient presented with increasing pain and ongoing weakness on the left side. Pain is across the back and down the posterior aspect of his left leg. CT of the lumbar spine shows solid fusion at l4-5 and excessive bone growth encroaching on the neuroforamen on that side. Impression: neural compression from hypertrophic bone growth at the site of his fusion. Surgery scheduled for (B)(6) 2008. (B)(6) 2008: patient presented with lower back and left leg pain. Assessment: lower back pain; lumbar radiculopathy. (B)(6) 2008: patient presented with lower back and left leg pain. Assessment: lower back pain. (B)(6) 2008: patient presented with lower back and left leg pain. Assessment: lower back pain. (B)(6) 2008: patient presented with a pre op diagnosis of: 1. Status post l4-5 transforaminal interbody fusion. 2. Lumbar spinal stenosis. 3. Lumbar radiculopathy, l4-5 on left. Patient underwent the following procedures: 1. Removal of hardware at l4-5. 2. Exploration of fusion l4-5. 3. Redo decompression l4-5 on the left. 4. Use of intra op microscope for microdissection. No complications were reported. (B)(6) 2008: patient presented with some left leg pain and some aching on the right side. (B)(6) 2008: patient presented with lower back pain and lower extremity pain. Assessment: lumbar radiculopathy; post op arthrodesis status. (B)(6) 2008: patient presented with worsening left leg pain and some pain down the right leg. MRI of the lumbar spine was taken shows a fluid collection that is enhancing but is consistent with post op seroma. Assessment: neuropathic type pain down his left leg. May benefit from esi's. (B)(6) 2008: patient presented with left leg and lower back pain. Assessment: lumbar radiculopathy; back muscle spasm. (B)(6) 2008: patient presented with a pre op diagnoses of displacement of lumbar intervertebral disc without myelopathy. Patient underwent left l5-6 and l6-s1 transforaminal nerve injection under fluoroscopic guidance. (B)(6) 2008: patient presented with low back and left leg pain. Examination found patient has some dorsiflexion weakness and foot ev ersion weakness on the left as well as ehl weakness. CT scan of the lumbar spine shows bony overgrowth involving foramen of the l4 and l5 nerve roots on the left. Impression: l4 and l5 radiculopathy. Surgery scheduled for (B)(6) 2008. (B)(6) 2008: patient presented with lumbar spinal stenosis l4-5 and status post lumbar spinal fusion l4-5 with intractable leg pain. Patient underwent: 1. L4-5 bilateral redo hemilaminotomy and foraminnotomies. 2. L4-5 exploration of fusion. 3. Use of intraoperative microscope for micro-dissection. No complications were reported. (B)(6) 2008: patient presented with pain lbp and lower extremities. Assessment: lower back pain; lumbar radiculopathy; muscle spasm. (B)(6) 2008: patient called in and stated he was in pain but it was tolerable with meds. (B)(6) 2008: patient presented for a 3 week follow up. Patient still reports pain that has increased since surgery. Patient has residual weakness with dorsiflexion on the left side and ambulates with an antalgic gait. (B)(6) 2008: patient presented with pain. (B)(6) 2008: patient presented with severe pain and significant radicular pain into the left lower extremity as well as patchy lle n umbness. Patient also reports shooting pain into the rle. Assessment: chronic pain; lumbar radiculopathy. (B)(6) 2008: patient presented with constant stabbing pain to lower back with sharp aching pain radiating down left leg. Assessment: lumbar radiculopathy. (B)(6) 2008: patient presented with constant burning pain to lower back that radiates down left leg. Assessment: lumbar radiculopathy. (B)(6) 2008: patient presented with constant aching burning pain to lower back that radiates down left lower extremity. Assessment: lumbar radiculopathy. (B)(6) 2008: patient presented with reports of continuing intractable left leg pain. Patient reports right back and leg pain has resolved. Patient has tenderness to palpation over the posterior lumbosacral area diffusely, l5 weakness on the left as well as numbness, and ambulates with an antalgic gait. CT scan taken shows solid fusion at l4-5 and the nerve root on the left is adequately decompressed and the hardware has been removed on the left but is still intact on the right; multi-level spondylosis and degenerative change most prominent at l3-4 with disc bulge and moderate spinal canal stenosis. (B)(6) 2008: patient presented with constant aching pain to lower back and left leg. (B)(6)-2008: patient presented with low back pain. (B)(6) 2008: patient presented with constant aching burning pain to lower back and left leg. Assessment: lumbar radiculopathy; joint pain, localized in knee; (B)(6) 2008: patient presented with back pain with pain in the left buttock into the left leg. Exam finds l5 weakness and numbness, and l4-5 muscle spasms. Impression: neuralgia, neuritis, and radiculitis. (B)(6) 2008: patient presented with left leg and low back pain. Assessment: lumbar radiculopathy; chronic pain; ortho postsurgical arthrodesis. (B)(6) 2008: patient presented with constant aching burning pain to lower back and left leg. Assessment: lumbar radiculopathy; joint pain, localized in knee. (B)(6) 2008: patient presented with significant pain 8 of 10. Exam found weakness on neurological testing in an l5 distribution on the left and ambulates with an antalgic gait. CT scan from september shows good decompression and good solid fusion at l4-5. (B)(6) 2008: patient presented with constant aching burning pain to lower back and left leg. Assessment: lumbar radiculopathy; joint pain, localized in knee. (B)(6) 2008: patient presented with a pre op diagnoses of back and left lower extremity pain. Patient underwent stage 1 of spinal cord stimulator placement procedure. No complications were reported. (B)(6) 2008: patient presented with patchy numbness in the left leg and operation site pain. Assessment: lumbar radiculopathy; orthopedics post op arthrodesis status. (B)(6) 2008: patient presented with pre op diagnosis of neuralgia neuritis/radiculitis. Patient underwent stage 2 of spinal cord sti mulator-battery placement. No complications were reported. (B)(6) 2008: patient presented with constant dull pain to lower back and left buttocks. Assessment: lumbar radiculopathy; joint pain, localized in knee. (B)(6) 2008: patient presented for follow up after step 2 of scs. Patient is please. Patient still reports l5 weakness with numbness on the left, pain and tenderness at l4-5 facet with reactive muscle spasm. (B)(6) 2008: patient presented with constant dull pain to lower back and left buttocks. Assessment: lumbar radiculopathy; joint pain, localized in knee. (B)(6) 2008: patient presented with constant aching/ burning lower back pain that radiates down left glut and thigh and constant aching right knee pain. (B)(6) 2008: patient presented with constant aching/burning lower back pain that radiates down left glut and thigh and constant aching right knee pain. Assessment: herniated disc (l4-5). (B)(6) 2008: patient presented for follow up after completion of spinal cord stimulator placement. Patient reports being pleased with outcome. Exam finds weakness, pain, joint stiffness, neck pain, dizziness, weakness, and tingling. Assessment: neuralgia, neuritis, and radiculitis, and pain significantly improved after scs placement. (B)(6) 2009: patient presented with low back and upper left leg pain. Assessment: herniated disc (t4-5 and t3-4); sciatica; synovitis, knee right. (B)(6) 2009: patient presented with constant aching burning pain to lower back that radiates down lle. Assessment: lumbar radiculopathy; joint pain, localized in knee. (B)(6)2009: patient presented with pain down his right leg now and significant pain radiating from the back down the proximal buttock and thigh on the left side and some down the right side. There is marked tenderness to palpation over the left sided incision but also on the right. This reproduces his leg pain. Patient ambulates with an antalgic gait. (B)(6)2009: patient presented with constant aching/stiff pain to lower back, burning/tingling to lle, and throbbing to left foot. Assessment: lumbar radiculopathy; joint pain, localized in knee. (B)(6) 2009: patient presented for a rom evaluation. All motions were limited by pain. Assessment: sciatica. (B)(6) 2009: patient presented with severe pain in lower back, burning/tingling to lle, and throbbing to left foot, and nagging right knee pain. Assessment: lumbar radiculopathy; joint pain, localized in knee. (B)(6) 2009: patient presented with constant stabbing back pain to lower back and lle and nagging right knee pain. Assessment: lumbar radiculopathy; joint pain, localized in knee. (B)(6) 2009: patient presented with lower back pain to left lower back and left lower extremity and right knee. Assessment: lumbar r adiculopathy; joint pain, localized in knee. (B)(6) 2009: patient presented with lower back, left leg, and right knee pain. Assessment: lumbar radiculopathy; joint pain, localized in knee. (B)(6) 2009: patient presented with pain in the lower back and down the left leg. Pain is increasing despite spinal cord stimulator. Patient's left leg is diffusely getting weaker. Patient underwent emg and nerve conduction studies showing extensive polyradiculopathy in the left lower extremity. Examination shows profound weakness diffusely throughout the left leg including hip flexion and knee extension weakness. Sensation is diminished diffusely throughout the left leg and he has no light touch perception at l5-s1. Light touch perception is also diminished l1-l4. Cts taken show: l3-4, facet hypertrophy and concentric disc bulging causing right foraminal narrowing, chronic eccentric disc bulging; l4-5, the right transpedicular screw partially courses through the right anterolateral recess, mild foraminal narrowing on the right due to facet hypertrophy, no evidence of disc herniation. (B)(6) 2009: patient presented to discuss CT taken of the lumbar spine. Study shows no ongoing compression. Physician notes patient's symptoms are worrisome for either a plexopathy or arachnoiditis or a spinal cord problem causing monoplegia or monoparesis. (B)(6) 2009: patient presented with pain in right leg and back. Pain in the right leg radiates from lower back at about l3 down the back of the leg to the bottom of the foot. CT scan showed significant bone growth over the currents screws and hardware in the l3-5. Assessment: lumbar radiculopathy. Patient underwent an intramuscular injection (ketorolac tromethamine). (B)(6) 2009: patient presented with constant stabbing pain in lower back to bilateral legs. Assessment: lumbar radiculopathy; joint pain, localized in knee. (B)(6)-2009: patient presented for myelogram of the lumbar spine. Procedure was aborted due to patient reporting excruciating pain. (B)(6)-2009: patient presented with pain in back, both legs, right knee, and left shoulder. Assessment: lumbar radiculopathy; joint pain, localized in knee. (B)(6) 2009: patient presented with shooting pain behind both legs. Assessment: lumbar radiculopathy. (B)(6) 2009: patient presented with back pain, leg pain, and left shoulder pain. Assessment: migraine headache; lumbar radiculopathy; joint pain, localized in knee; nicotine dependence; anxiety disorder. (B)(6) 2009: patient presented with pain down his left leg. Patient reports leg pain and right lower back pain has improved but is still present. Patient still reports diffuse weakness throughout the left leg and ambulates with assistance of a cane. Exam finds weakness throughout the left lower extremity with diffuse numbness. There is dorsi and plantar flexion weakness. CT myelogram of the lumbar spine shows stable hardware construct and good fusion at l4-5. There are screws in place on the right side and no evidence of neural impingement. Patient reports no benefit from spinal cord stimulator. (B)(6) 2009: patient presented for follow up of back pain. Assessment: lumbar radiculopathy; lack of adequate sleep; migraine headaches; nicotine dependence; essential hypertension; joint pain, localized in the knee; adjustment disorder with mixed emotional features. (B)(6) 2009: patient presented with pain down the left leg and in the back, but his pain on the right side is improving. He also continues to have left sided lower extremity weakness. (B)(6) 2009: patient presented with back pain, leg weakness, and a history or spine surgery. Assessment: degenerative disc disease/ annular tears (lumbar); low back pain (lumbago); radicular syndrome of lower limbs. (B)(6) 2010: patient presented for follow up of lower back pain. Assessment: degenerative disc disease/annular tears (lumbar); spinal stenosis (lumbar region); low back pain; radicular syndrome of lower limbs; scoliosis (and kyphoscoliosis), idiopathic. X-rays taken of the lumbar spine show disc narrowing at t12-l1 and l1-2 and small osteophytes at this level. X-rays of the thoracic spine show: osteopenia; multilevel degenerative disc disease. (B)(6)2010: patient presented with malfunctioning spinal cord stimulator and pulse generator and leads. Patient underwent a complete removal of thoracic spinal cord stimulator, two leads and pulse generator using a thoracic laminectomy. X-rays of the thoracic spine show severe discogenic disease present in the thoracic spine. X-rays of the lumbar spine show no acute abnormalities. (B)(6) 2010: patient underwent MRI of the lumbar spine which found: 1. Schmorl's node deformities noted at t12-l1, l1-2, l2-3, and l3-4, at these levels, there is mild disc space narrowing and desiccation, annular bulging, and early facet arthropathies without canal or foraminal stenosis. 2. At the l4-5 level, a small central disc extrusion narrows the spinal canal at the midline to an ap diameter of 8 mm. Annular bulging and facet arthropathies severely narrow the lateral recesses bilaterally. 3. At the l5-s1 level, a linear bony effect within the left pedicle at l5. 11-feb-2010: patient presented for follow up status post spinal cord stimulator removal. Assessment: degenerative disc disease/annular tears (lumbar); spinal stenosis (lumbar region); low back pain; radicular syndrome of lower limbs; scoliosis (and kyphoscoliosis), idiopathic. Post op MRI showed central disc extrusion with central canal stenosis at l4-5; mild degenerative changes with schmorls node deformities at the remaining lumbar levels; stenosis at l4-5. B)(6) 2010: patient presented with a pre op diagnosis of severe lumbar degenerative disk disease with lumbar spinal stenosis at l4-5. Patient underwent a redo exploration of a prior lumbar fusion from l5-s1 with removal and replacement of spinal instrumentation as well as a decompressive lumbar laminectomy at l4 bilaterally and l5 bilaterally as well as extension and fusion at l4-5 using rhbmp-2/acs. At l4-5, a tremendous amount of bone fusion and scar tissue and hypertrophied ligamentum flavum was identified and removed. No complications were reported. B)(6) 2010: x-rays of the lumbar spine were performed. Findings: 1. Disc narrowing at t12-l1, l1-2, and l5-s1. B)(6) 2010: x-rays of the lumbar spine were performed. Findings: 1. Stable appearing alignment status post fusion at l4-5 with bilateral pedicle screws. 2. No acute abnormalities. B)(6) 2010: patient presented for post op follow up. Assessment: degenerative disc disease/annular tears (lumbar); spinal stenosis (lumbar region); low back pain; radicular syndrome of lower limbs; scoliosis (and kyphoscoliosis), idiopathic. Post op x-rays show well placed spinal instrumentation. B)(6) 2010: patient presented with low back pain that was referred to both entire lower extremities. Assessment: degenerative disc disease/annular tears (lumbar); spinal stenosis (lumbar region); low back pain; radicular syndrome of lower limbs; scoliosis (and k yphoscoliosis), idiopathic. X-rays show no abnormal movement of hardware. Patient states his leg pain is gone but still has back pain. (B)(6) 2010: patient presented with chest pains. Patient was discharged with the following diagnoses: 1. Chest pain 2. Uncontrolled hypertension 3. History of hyperlipidemia, anxiety, obstructive, sleep apnea, chronic low back pain. X-rays of chest were taken and found stable chest with no acute cardiopulmonary process. (B)(6) 2010: patient underwent a myocardial perfusion multi spectrum test which showed no transient or fixed sestamibi defect is seen to suggest the presence of myocardial ischemia or myocardial scar. (B)(6) 2010: patient presented with blurred vision in left eye and chronic low back pain that radiates to both lower extremity with numbness in both legs. Assessment: low back pain with radiculopathy. (B)(6) 2011: patient presented with low back pain. Patient also reports pain in legs. (B)(6) 2011: patient underwent MRI of the lumbar spine which shows: the l5/s1 intervertebral spacer is posteriorly positioned. There is moderately severe encroachment of the left neural foramen. Signal intensity between the left exiting nerve root and vertebral body may represent an area of bony protrusion, scar tissue, or recurrent disk. (B)(6) 2011: patient presented for MRI of the lumbar spine which found: there is multilevel degenerative change with osteophyte formation, intervertebral disc space narrowing and plate sclerosis most notably at l1-2. There is posterior osseous bridging across the l4-5 fusion. (B)(6) 2011: patient underwent MRI of the lumbar spine which found: l1-2, there is a posterior broad based disc protrusion which abuts the sac without causing central canal stenosis; l4-5, there is a broad based disc protrusion eccentric to the right which in combination with a foraminal and far lateral osteophyte causes moderate foraminal narrowing; l5-s1, there is a focal protrusion of the thecal sac into the laminectomy defect. There is enhancing bright tissue left aspect of the thecal sac which extends into the neural foramen representing fibrosis from prior surgery. (B)(6) 2011: patient underwent electro-diagnostic evaluation of chronic low back pain associated with leg weakness and persistent pain and numbness. Findings: abnormal study, there is electrophysiologic evidence of a mild chronic old right l5 and s1 radiculopathy. (B)(6) 2011: patient presented with low back pain and pain going down both legs. (B)(6) 2011: MRI of the lumbar spine was performed which found: there is multilevel degenerative change with osteophyte formation, intervertebral disc space narrowing and plate sclerosis most notably at l1-2; there is posterior osseous bridging across the l4-5 fusion; l4-5, there is a broad based disc protrusion eccentric to the right which in combination with a foraminal and far lateral osteophyte causes moderate foraminal narrowing; l5-s1, there is a focal protrusion of the thecal sac into the laminectomy defect, there is enhancing bright tissue left aspect of the thecal sac which extends into the neural foramen representing fibrosis from prior surgery. Assessment: lumbar spondylosis. (B)(6) 2011: patient presented with low back pain and bilateral lower extremity pain with numbness and tingling in the left lower extremities . Patient also complains of hip flexor and quad weakness as well as both dorsi and plantar flexion weakness in his foot. Assessment: lumbar spondylosis. (B)(6) 2011: patient presented with lower back pain that progresses to legs during the day and also reports migraine headaches twice a week, and shaky hands.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on: (B)(6) 2007: patient presented with left leg and buttock pain from radiculopathy, and was pre-operatively diagnosed with recurrent l4-5 disk herniation with stenosis and radiculopathy on the left. Patient underwent the following procedures: l4-5 left transpedicular approach for discectomy; l4-5 posterior interbody arthrodesis; l4-5 postero-lateral arthrodesis; use of interbody cage device 13x11x31 mm cage from deputy spine; use of morcellized allograft; use of morcellized allograft harvested via the same incision; use of intra-operative microscope for microdissection; posterior nonsegmental instrumentation l4-5 with screws. Per-op notes: ¿the disk space was packed with morcellized autograft and bmp soaked rhbmp-2/acs sponges. A 13*11*9 mm cage was inserted after packing it with morcellized autograft and the bmp soaked rhbmp-2/acs sponges. Pedicle screws were then inserted on the left at l4 and l5. Compression was performed across the disc space.¿